Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted the female connector was separating from the main body of the twist clamp. The reported condition was verified. The cause of the condition was manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp. Should additional relevant information become available, a supplemental report will be submitted.